Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) in the previous month. It was reported that the battery voltage was 2.55 with charge times of 22.3 seconds. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the advisory. Information suggests this device remains in-service. Should additional information become available, this event will be updated.